Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with amikacin (150mg, route, frequency and duration were not reported) and imipenem (500mg, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the patient was treated with intraperitoneal (ip) amikacin (discontinued eight days after event onset) and ip imipenem (discontinued eight days after event onset). Pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis eight days after event onset. Three days later the patient experienced cardiac arrest and passed away the same day. The cause of death was reported as cardiac arrest. It was not reported if an autopsy was performed. The patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.